Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 34 mg/dl. Reportedly, customer had a high basal rate at night while sleeping. Customer stated that someone brought the juice to the customer as the customer did not feel well enough to get the juice themselves. Customer addressed bg by consuming fruit snacks and juice on their own. Recommendation was made by tandem technical support to consult healthcare provider.